Event description:
It was reported that the surgeon had difficulty driving the implant with the instrument. The surgeon decided not to implant the device and use bone graft in its place.

Manufacturer narrative:
The instrument's device history record was reviewed and no anomalies were noted. The instrument was not returned for evaluation.